Event description:
It was reported that the implantable cardiac monitor (icm) had an electrical reset. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Extensive electrical testing of the device could not find any anomalies that would cause a firmware power on reset and indicated a fully functional device. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient requested that the device be explanted. The device was explanted and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.